Event description:
It was reported that the patient developed an infection at the skin flap. The internal device was extruding through the skin. The patient had a wound observation and the patient was prescribed oral antibiotics (clindamycin) on (B)(6), 2014. The patient's device was explanted. The patient's infection has reportedly resolved. The patient will be reimplanted at a later date.